Event description:
It was reported that during the implant procedure, the device was unable to get successful defibrillation thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the device was unable to get successful defibrillation thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 4469 competitor implantable pacing lead - (B)(6) 2008. 4194 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).